Manufacturer narrative:
The teladoc blood glucose meter associated with this MDR was received and evaluated. Accuracy testing was performed using two control solutions and both results were found within acceptable limits. The evaluation found the device was working as expected.

Event description:
The patient reported inconsistent reading with the teladoc blood glucose meter not matching how the patient was feeling. Control solution test was performed to verify the glucose meter, and it was confirmed the device was not performing as expected. The patient didn't receive medication attention and/or treatment because of the inaccurate reading.